Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified coronary artery. A 5.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at 14 atmospheres, the balloon ruptured. The procedure was completed without any device replacement. No patient complications nor injuries were reported.